Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine (concentration 20mg/ml, dose 8.028 mg/day) and dilaudid (concentration 20mg/ml, dose 8.028 mg/day) via an implantable pump for spinal pain and chronic low back pain. The event date was (B)(6) 2016. It was reported that the pump started to alarm every 5 minutes. The pentec nurse was called on saturday ((B)(6) 2016) night and she came out and checked the pump. A motor stall was confirmed when the pump was checked. The nurse also reported on (B)(6) 2016 that she met the patient at her home, reviewed the patient's logs and noted that a motor stall occurred on (B)(6) 2016, the nurse was planning to let the managing doctor know of the motor stall so they could decide next steps, at the time that the nurse was reporting the event, the patient was asymptomatic and the patient did not have any oral medications. The consumer reported that the patient was not getting any pain medication. The patient had an appointment on (B)(6) 2016. The physician wanted a manufacturing representative at the appointment. The consumer reported that there was no exposure to magnetic resonance imaging (MRI) or magnets. On the day following this report date, the nurse stated that she was at the patients home, patient was symptomatic and the pump was alarming. It was clarified that pump restarted due to restart command" is just part of the update that gets stamped into the logs and the line "pump period may exceed tube set" is due to pump being stopped for more than 48 hours. It was noted that the health care professional was working to coordinate pump replacement at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.